Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve. During the procedure, while introducing the delivery system through the esheath+, resistance was noticed during advancement of the delivery system and after the nose tip and balloon came out of the esheath+ tip. It was tried to push with more force, but a delivery system kink was observed while being inside the esheath+, closer to the valve. Then a vascular dissection occurred at the abdominal-iliac bifurcation. A vascular repair and the implant of a stent were needed. The delivery system and the esheath were taken out as one, a second 16f esheath+ was used as a replacement and the vascular repair was performed. Finally, the valve was not implanted. After visual inspection of the device, it was observed that there was a split in the tip of the esheath+. Patient was stable after procedure. The perceived root cause of the event is unknown.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. See h10 for related report numbers.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: several kinks/compression marks observed on flex shaft near flex tip. Scratches along esheath+ shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints system component damaged was confirmed through evaluation of the returned device. However, the complaint for track system through anatomy was unable to be confirmed. No manufacturing non-conformance was determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported: ''during procedure, while introducing the delivery system through the esheath+, resistance was noticed during advancement of the delivery system and after the nose tip and balloon came out of the esheath+ tip. It was tried to push with more force, but a delivery system kink was observed while being inside the esheath+, closer to the valve''. In this case, difficulties were encountered while advancing the delivery system with crimped valve through the esheath+ and could not be tracked through the vasculature. It was reported that the patient had mild tortuosity and mild calcification. However, scratches were observed on the esheath+ shaft during device evaluation, which are indicative for calcification in the patient vasculature. Patient factors such as calcification may cause non-coaxial and/or constrained sections of the anatomy that could interfere with passage of the delivery system with crimped valve and causes difficulty during tracking through the vasculature. It is possible that additional device manipulation to overcome the resistance felt during delivery system advancement through anatomy, might have been applied resulting in observed flex shaft kink/compression marks. As such, available information suggests that patient factors (tortuosity, calcification) and procedural factors (excessive device manipulation) may have contributed to the reported event. No manufacturing non-conformances were identified during evaluation. No device or labeling problem was identified during the evaluation. Therefore, no further corrective and preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.